Event description:
Ceramic sheath at distal end of resectoscope tube broke into pieces and dropped into uterus. All pieces where retrieved without patient harm. Pathologist reassemble all broken parts with none missing.